Manufacturer narrative:
Investigation: no samples were provided for evaluation. There was no documentation of issues for the complaint of this batch # during this production run. All our inspections performed while manufacturing this batch # was accepted; no rejections were documented. Controls in place at the manufacturing site: bioburden tested on a weekly basis. An overkill sterilization process is used. Environmental testing within the filling area is done on a biweekly basis. The sterilization process is challenged and re-qualified annually. The solution is filtered twice before it is filled in syringes (note: once when transferring to the hold tank and again at the fill machine). Endotoxin testing is performed on each batch. Fill room operators are trained and qualified on gowning for the fill room environment on an annual basis. Weekly bioburden testing on the components used to assemble the syringes. Continuous online monitoring of the wfi (water for injection) water quality (note: this is for toc (total organic carbon) and conductivity, not microbial weekly bioburden and endotoxin testing of the usp (united states pharmacopeia) purified water and wfi systems. Weekly endotoxin testing of the pure steam system. Each sterilizer is thoroughly validated before use for posiflush sterilization. A three year review of complaints, environmental monitoring results, water testing results, and quality notifications have confirmed that the serratia marcescens organism has not been recovered in the (B)(4) plant. In addition, the posiflush product produced within (B)(4) is terminally sterilized through steam sterilization which is requalified annually. Furthermore, there is no morphological evidence of serratia marcescens ability to survive the steam conditions used to sterilize the posiflush product manufactured in the (B)(4) plants. For validation, bd (B)(4) & bd (B)(4) uses the spore forming, rod-shaped, gram-positive, thermophile geobacillus stearothermophilus as our biological indicator, along with bacillus atrophaeus. The formation of endospores has not been reported in any species of serratia, thus its resistance to steam sterilization is scientifically remote, further it is a motile organism with growing temperatures ranging from 5¿40 °c, which is well below our >121 °c processing temperatures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause could not be determined. All inspections and testing were accepted during the production of this batch.

Event description:
It was reported that a patient contacted an infection after having his appendix removed. The patient had to have a drainage tube placed. The patient indicated that 10 ml bd posiflush¿ normal saline syringes, in 10 ml syringe were used.